Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. During the procedure, the balance middleweight guide wire separated into the aorta. The patient was sent to surgery and required cardiopulmonary bypass support. The separated portion of guide wire was removed and the patient was transferred to another hospital for recovery. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Additionally, a review of the lot history record and complaint history of the reported lot could not be conducted, because the lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The investigation is not yet complete. A follow-up will be submitted with all relevant information.